Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and confirmed that there was delay in surgery.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Lps revision due to loosening and infection.

Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received: lps revision loosening. Infection? ¿the product was not returned to depuy synthes, however a photo was provided for review. The photograph attached was reviewed, however lps pc fem stem 14.5x150mm bow cannot be visualized on evidence. Only femoral component and sleeve are shown on evidence. Lps femoral construct, which includes the stem, sleeve and femoral component, appears to not be fully seated into the femur due to more than half of the sleeve, which does not show bone ingrowth, is exposed. With evidence provided, there is not enough evidence to establish if this was the initial position of the construct at the time the devices were implanted. Therefore, loosening allegation cannot be confirmed. An additional event information note (a-10692578) was added to this complaint, confirming implants revised were explanted on 06-sep-2023. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as lps pc fem stem 14.5x150mm bow cannot be visualized on evidence. Based on the investigation findings, a potential cause cannot be established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device c46168/198716213 number, and no non-conformances /manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device c46168/198716213 number, and no non-conformances /manufacturing irregularities were identified.